Event description:
Elegance clinical trial. It was reported that dissection occurred, requiring additional intervention. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery extending up to left distal superficial femoral artery with 4.5 mm proximal reference vessel diameter and 4 mm distal reference vessel diameter with lesion length of 120 mm and 100% stenosis and was classified as transatlantic intersociety consensus (tasc) ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5.0 mm x 200 mm mustang pta balloon and 3.0 mm x 150 mm non-boston scientific (bsc) percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of 6.0 mm x 120 mm eluvia drug eluting stent study device. Following post treatment, dilation was performed by using 5 mm x 150 mm non-bsc pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2022 , on the same day of index procedure, during the treatment of target lesion, dissection of grade a was noted. Dissection of grade a was noted to be due to adjunctive device, 5 mm x 200 mm mustang pta balloon. As a response to the complication, eluvia stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved. On (B)(6) 2022 , the subject was discharged from hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - patient age at the time of enrollment: 83 years.